Event description:
It was reported that during a procedure of the heavily tortuous, non-calcified, 100% stenosed, de novo, proximal circumflex artery the 3.0 x 15 mm xience v was implanted; however, a distal stent end dissection was noted. A 2.5 x 28 mm xience v stent was deployed as treatment; however, the dissection extended so a 2.5 x 23 mm xience v stent was implanted as treatment to complete the procedure. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the vessel. There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for the patient effect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. The 2.5x28mm xience v referenced is filed under a separate medwatch MFR number.